Manufacturer narrative:
Evaluation summary: inspection of the device found that the cause of the alarms was due to depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
A baxter engineer reported a pump in which there are alarms at start-up this alarm situation occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.